Manufacturer narrative:
B1 - corrected to product problem. B2- should be n/a in the inital MDR. Claim# (B)(4).

Manufacturer narrative:
Patient weight, ethnicity and race:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.5 diopter, tore during loading after opening the vial on (B)(6) 2022. A same model, same length lens with a -10.0 diopter was then implanted and the problem was resolved. The cause is reported to be user error. Reportedly, "the loading forceps made a cut in the haptic zone." Additionally, status of the eye is reported as, "stable," and "the surgeon found the refraction also mistaken during calculation, so he decided to implant -10.00 lens instead.